Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device did not close completely. Through this conduit I would let you know that we re-operated yesterday, as the patient presented bleeding. The surgeon who performed the re-operation brought to us cystic staples were loose, requiring conventional suture with silk. The clip actually shows that not close completely, we do not know if this question is properly from the staple or stapler. Annex staple in question. (Exploratory laparotomy) because of located hematoma within the abdominal region.